Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a schedule device change out procedure. During the procedure, the physician used electrocautery. The right ventricular lead was hooked to the new device and the pocket was closed but it was then noted that the lead exhibited a loss of capture. The pocket was then re-opened and the lead was hooked to the psa which revealed low impedance measurements and then alternated to normal measurements. The physician elected to cap and replace the lead instead. An insulation anomaly was also noted. The procedure was completed successfully; the patient was in stable condition post surgery.